Event description:
It was reported internally by gems that the screws that fasten the saftey reel assembly to the main carriage casting were shorter than the ones specified in the bill of materials. This was discovered in manufacturing, a stop order was issued, and all systems were corrected except for eight systems that were shipped to the field. These eight systems will have the hardware replaced. There were no injuries.